Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11036r38, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial # unknown, explanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
It was reported that there was fluid leaking around the pump connector/connection. The patient had return of pain in legs/underdose symptoms, a headache, and fluid in the pocket site/seroma. A dye study was done. A revision was done to replace the sutureless connector piece only; the catheter was left implanted. The patient status was reported as ¿alive - no injury/no adverse event.¿ the pump was delivering morphine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that reason for the leak was unknown. Following the revision, the patient was receiving effective therapy.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the connector showed coring/tears/cuts in the seal of the sutureless connector. A portion of the catheter was returned. Analysis of the catheter portion showed no significant anomaly/acceptable catheter testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.